Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00598304900, nexgen mis screw inserter/extractor, lot #62290984 - received on january 20, 2015. Visual inspection confirmed the head of the screw fractured off and is lodged in the inserter/extractor, but driver measurements were within specification. This device was used for treatment. It is likely that the screw was over-tightened during surgery, resulting in the screw being fractured and lodged in the driver. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon receipt of further information. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the head of the screw broke off in the driver.